Event description:
Find user called for assistance using their device. Troubleshooting by phone discovered that the calibration test will not run. The device was replaced and the defective one returned for investigation.